Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy. Concurrent conditions included ovarian cyst, cervicitis and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2016, omeprazole from may 2018 to (B)(6) 2018, sertraline from (B)(6) 2014 and vitamin b12 nos (vitamin b 12) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), anxiety ("anxiety") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue had resolved and the abdominal pain, menorrhagia, hypersensitivity, vaginal infection, anxiety and dizziness outcome was unknown. The reporter considered abdominal pain, anxiety, dizziness, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for: pain: pelvic pain, abdominal pain, menorrhagia , hypersensitivity, vaginal infection, anxiety , dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: impression: normal uterus. Normal left ovary. Complex mass right ovary probably representing complicated hemorrhagic cyst. Follow-up sonogram in 1 or 2 menstrual cycles recommended to confirm resolution. Small amount of free fluid in cul-de-sac. Lot number: b61396, manufacture date:2013-08-24, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pregnancy. Concurrent conditions included ovarian cyst, cervicitis and adenomyosis. Concomitant products included alprazolam (xanax) since june 2016, omeprazole from may 2018 to july 2018, sertraline from september 2014 to december 2014 and vitamin b12 nos (vitamin b 12) since june 2014. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced fatigue ("fatigue"). In july 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), anxiety ("anxiety") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue had resolved and the abdominal pain, menorrhagia, hypersensitivity, vaginal infection, anxiety and dizziness outcome was unknown. The reporter considered abdominal pain, anxiety, dizziness, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for: pain: pelvic pain, abdominal pain, menorrhagia , hypersensitivity, vaginal infection, anxiety , dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 07-dec-2015: impression: 1. Normal uterus. 2. Normal left ovary. 3. Complex mass right ovary probably representing complicated hemorrhagic cyst. Follow-up sonogram in 1 or 2 menstrual cycles recommended to confirm resolution. 4. Small amount of free fluid in cul-de-sac.. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs & mr received. Events: dysmenorrhea and fatigue were added. Event outcome was added for the events: cramping, fatigue. Event outcome was updated for the event: pelvic pain. Lot number was added. Concomitant drugs, concomitant and historical conditions were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. New and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), anxiety ("anxiety") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hypersensitivity, vaginal infection, anxiety and dizziness outcome was unknown. The reporter considered abdominal pain, anxiety, dizziness, hypersensitivity, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: she received treatment for: pain: pelvic pain, abdominal pain, menorrhagia, hypersensitivity, vaginal infection, anxiety, dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received event injury nos was replaced with the events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) , hypersensitivity, vaginal infection, anxiety , dizziness, plaintiff did not undergo essure confirmation test. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.